Manufacturer narrative:
An alpha I pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed there are no functional abnormalities noted with the returned components. The available information indicated prosthesis does not inflate as the reason for revision, but because no functional abnormalities were noted with the returned components, quality cannot determine the root cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because no functional abnormalities were noted with the returned components, no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, prosthesis does not inflate.